Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12-apr-2019 with the following findings: during investigation, the pump powered up with a blank display. The pump was opened to find damage to the display flex. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.